Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) reported a 'device malfunction' upon pre-implant interrogation. The device was not put into service and will be returned to cpi for analysis.